Manufacturer narrative:
It is unknown if this lead was explained or buried with the patient. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this patient presented in the hospital with chest pain and palpitations. The patient expired due to probable sepsis, left lower lobe pneumonia, left pleural effusion, hypertension, stable coronary artery disease, and diabetes mellitus. A boston scientific crm sales representative was unable to confirm the cause of sepsis.